Manufacturer narrative:
(B)(4). Concomitant devices - biomet series a thin patella 37mm catalog #: 184788 lot #: 025010, vanguard posterior stabilized interlok femoral component 70mm catalog #: 183132 lot #: 970450, vanguard posterior stabilized tibial bearing 10mm x 79/83mm catalog #: 183660 lot #: 131230. The complainant has indicated that the product is not available to be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address tibial component loosening and instability approximately three (3) years post-operatively. Initial operative notes did not identify any intraoperative complications. Revision operative notes noted that the tibial tray was removed with no bone loss and had poor fixation. The femoral and patellar components were identified to be well-fixed. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
The product was evaluated through manufacturing review and the reported event was confirmed through review of medical records. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.